Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date ((B)(6) 2015) was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14822301, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 177275/177671, model/catalog description: st linear lead 50cm 8 contact lead. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an explant due to inadequate stimulation. It was noted that the patient was not getting enough pain relief was due to the leads not being scarred into the back.